Event description:
Per information provided: (B)(6) 2010 ¿ patient was diagnosed with reducible right inguinal hernia thereby underwent open repair with the implant of bard preshaped mesh (device #1). Per op notes, ¿a large indirect hernia along the spermatic cord was noted. A onlay bard preshaped mesh (device #1) was placed into defect and sutured with a pubic tubercle.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent symptomatic right inguinal hernia thereby underwent laparoscopic repair with the implant of bard soft mesh (device #2). Per op notes, ¿small indirect sac was adherent to the spermatic cord. A sheet of bard soft mesh (device #2) was placed to cover the defect in inguinal floor and secured to the periosteum adjacent to the pubis and right cooper ligament using tacks.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with the removal of mesh (device #1, #2). Per op notes, ¿there were some adhesions in the right lower quadrant. In the middle portion, there was an intense inflammatory reaction. The previously placed mesh (device #1, #2) had contracted and formed a ball was freed off the spermatic cord and excised. A synthetic mesh was placed into defect and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard soft mesh (device #2). An additional supplemental emdr was submitted to represent the bard mesh pre-shaped (device #1). Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.